Event description:
On (B)(6) 2012, cardiohelp (serial number (B)(4))failed to switch from battery mode to ac power. The main fuse next to the power outlet was inspected and it was determined that main fuse was intact. Also, the led power indicator is not lit. (B)(4).

Manufacturer narrative:
(B)(4). Cardiohelp (serial number (B)(4)) was received by the maquet (B)(4) service center for repair. Per service report (B)(4), the power supply, sensor panel, sensor board and seals were replaced. (B)(4).